Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat cholecystitis during an endoscopic ultrasound (eus)-guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent distal flange was deployed in step 2. However, the first flange was deployed near the gastric wall rather than within the gallbladder wall. The physician decided to remove the stent partially deployed on the delivery system, and the procedure was not completed there were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat cholecystitis during an endoscopic ultrasound (eus)-guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the device was inserted into the gallbladder, and it was noted that there was only a 2.5 mm space inside the gallbladder. To prevent penetration and slightly adjust the tip orientation, a guidewire was inserted, and the delivery system was fully advanced. The axios stent distal flange was deployed in step 2. However, the first flange was deployed near the gastric wall rather than within the gallbladder wall. The physician decided to remove the stent partially deployed on the delivery system, and the procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).

Manufacturer narrative:
Blocks a3b (gender), b5 (describe event or problem), and h6 (impact code) were corrected. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed but presented slow expansion problems on the proximal flange. The stent was submerged in warm water, but the slow expansion persisted. No other problems were noted with the stent or the delivery system. Product analysis did not confirm the reported event of stent first flange difficult to position with testing of the device return. For the observed event of slow expansion, stent expansion rates can be adversely affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. All stent sizes may experience variations in their expansion rate depending on the degree of compression applied during loading. Larger diameters naturally require greater compression to fit into the catheter, while smaller diameters require proportionally less; however, any stent size can be affected. Increased compression may result in an initial unconstrained opening dimension that is temporarily smaller than the manufacturing specification, leading to slower initial expansion until the stent fully reaches its intended shape. Additionally, the observed problem of stent partially deployed is known and documented in the labeling. Therefore, a review and analysis of all available information indicated the most probable cause is unable to exclude device problem. A labeling review was performed and, from the information available, it was identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.